Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified high readings on the adc compared to unspecified readings obtained on a competitor brand meter. It is unknown if the customer noted a trend arrow on the device. As as a result, the customer reported trembling, sweating, "talking while sleeping", and a loss of consciousness. The customer was unable to self-treat and received treatment of dextrose from a third party. There was no report of death, serious injury, or mistreatment associated with this event.